Event description:
It was reported that a tandem mobi cartridge alarm occurred during pumping. Blood glucose levels did not exceed 500 mg/dl. Technical support confirmed the alarm and decided to replace the pump. The caller requested replacements for cartridges and other parts affected by the alarm and occlusion issues. Technical support agreed to send these replacements and instructed the caller on storage mode and return procedures for the problematic pump. The caller planned to continue using the current pump but would consider switching to multiple daily injections if issues persisted.